Event description:
It was reported that the leads both had blood inside due to a possible insulation breach. The leads were capped and replaced. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) a proximal segment of the lead was returned and analysis found that the outer insulation was breached with a depression. All conductors had blood/body fluid (not obstructed) and the outer insulation had a cosmetic depression.